Manufacturer narrative:
The event occurred in 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "flow rate errors/malfunctioning inaccurate reading/rate displayed". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported flow rate error. Evaluation observed the device to deliver at a lower rate than programmed. The cause was determined to be a lifted upstream pressure plate. The upstream pressure plate and travel were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.